Event description:
A medtronic representative reported a motion detection that does not prevent image acquisition in 3d calibration application on stealthstation s7 systems when o-arm tracker motion is present. It should prevent the image from acquiring in normal circumstances. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. This issue regarding image acquisition was documented in a medtronic software anomaly tracking database.